Event description:
During the procedure, the deltapaq cerecyte microcoil 1.5 mm x 6 cm ((B)(4)) stretched during inserting into the target aneurysm. The microcoil was successfully removed, and the procedure was successfully completed. After the event, the entire coil and delivery system was removed from the patient without any issues, and during placement, it is unknown if additional manipulation and torque was applied while the coil was in the aneurysm. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter. It was unknown if the microcatheter was re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc). There was no reported adverse event associated with the event, and the product will be returned for analysis.

Manufacturer narrative:
During the procedure, the deltapaq cerecyte microcoil 1.5 mm x 6 cm (cdf10015630/ (B)(4)) stretched during inserting into the target aneurysm. The microcoil was successfully removed, and the procedure was successfully completed. After the event, the entire coil and delivery system was removed from the patient without any issues, and during placement, it is unknown if additional manipulation and torque was applied while the coil was in the aneurysm. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter. It was unknown if the microcatheter was re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc). There was no reported adverse event associated with the event, and the product was not returned for analysis. It was found that the majority of the stretched coil was severed not returned. The coil¿s socket ring was found pushed down inside the pet outer sheath (angle ring section). The coil unraveled out of the soldered section. Both the unraveling and the severing of the coil required external force. It was also stated that the coil remained in the aneurysm while the microcatheter was repositioned which used the device positioning unit (dpu) and the coil as a guide wire. The most likely root cause of the coil stretching occurred during repositioning when the coil became anchored either on itself, the coils already dwelling inside the aneurysm, or on the distal tip of the microcatheter. During the retraction movement during the repositioning process for implantation of the coil into the aneurysm the coil most likely stretched. It is unknown if the coil was severed during or after the procedure. In addition, without the identification or the return of the unknown microcatheter and the severed coil used in the procedure, it cannot be determined if these components contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." It was stated that the microcoil system was used as a guide wire to reposition the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment." Based on the available information and analysis, the reported may have been related to the procedure. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be conducted at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
During the procedure, the deltapaq cerecyte microcoil 1.5 mm x 6 cm (cdf10015630/ (B)(4)) stretched during inserting into the target aneurysm. The microcoil was successfully removed, and the procedure was successfully completed. After the event, the entire coil and delivery system was removed from the patient without any issues, and during placement, it is unknown if additional manipulation and torque was applied while the coil was in the aneurysm. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. No resistance/friction was noted between the coil system and microcatheter. It was unknown if the microcatheter was re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc). There was no reported adverse event associated with the event, and the product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed, but the DHR review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taking at this time.